Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 419 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the pump was not delivering insulin and would lock up on him. The customer stated that the pump will only work after taking the batteries out and reinstalling them back in. The customer was assisted with trouble shooting and was educated on the suspend feature that was occurring with the insulin pump. The customer was informed that this was normal pump behavior and was advised to monitor the pump for any further issues. No further information was provided.